Manufacturer narrative:
Concomitant medical products: 419388 lv lead, implanted: (B)(6) 2006; 456845 ra lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead both exhibited an increase in impedance and thresholds since implant. The rv and lv lead impedances were now measuring above the normal range. No intervention was done and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.